Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported high fraction of inspired oxygen alarm on the avea ventilator. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
"Results of investigation: vyaire medical field service technician went onsite to evaluate the device. Third party oxygen sensor found installed in avea unit. Technician replaced oxygen sensor with a vyaire brand. An extended self test & leak test were performed and passed. Fraction of inspired oxygen ranges were found off by 4% compared to flow analyzer. Technician performed oxygen blender & oxygen sensor calibration. A full owner verification process & diagnostic test was ran on the avea and the unit passed within manufacture specification with both oxygen readings on the monitor and on the flow analyzer were within manufacture specification. Additional problem found: the inlet pressure for both air and oxygen were reading 39 psi. Using manufacturer calibration passwords to go into the calibration screen and calibrated both air and oxygen inlet pressure to read 51 psi. Performed owner verification process and passed all test per avea service manual. This unit is operational and meet factory specifications.